Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the pump did not alarm when a proximal occlusion was present. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no further info was provided.

Manufacturer narrative:
Testing and investigation found the pump did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor pin. The contamination prevented the pressure sensor pin from correctly contacting the administration set cassette diaphragm; therefore the pump did not detect changes in cassette pressure. The cause of the contamination is use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.